Manufacturer narrative:
Additional information was received that the event resolved on (B)(6) 2015.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms of the infection included swelling, redness, and drainage. The patient underwent an explant procedure of the entire scs system. The patient was prescribed antibiotics. The physician does not believe infection was device or procedure related.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms of the infection included swelling, redness, and drainage. The patient underwent an explant procedure of the entire scs system. The patient was prescribed antibiotics. The physician does not believe infection was device or procedure related.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms of the infection included swelling, redness, and drainage. The patient underwent an explant procedure of the entire scs system. The patient was prescribed antibiotics. The physician does not believe infection was device or procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. Model #: sc-2316-50, serial #: (B)(4), description:infinion 1x16 perc lead kit-50 cm. Model #: sc-4316, lot #: 17585329, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.